Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) could not deliver insulin. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog or no liquid comes out during injection. Patient injected 16 units of insulin glargine bs injection before going to bed.he gave 2 units blank each time. From october 2023, micro fine plus (standard unknown) will be changed to micro fine pro. On february 21st, the patient reported that he was able to empty the shot two or three times without any problems, but that he could no longer inject after injecting about two or three units.there was no report that the needle was bent. There have been two or three similar incidents where the drug solution stopped coming out during injections.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) could not deliver insulin. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog or no liquid comes out during injection. Patient injected 16 units of insulin glargine bs injection before going to bed.he gave 2 units blank each time. From (B)(6) 2023, micro fine plus (standard unknown) will be changed to micro fine pro. On february 21st, the patient reported that he was able to empty the shot two or three times without any problems, but that he could no longer inject after injecting about two or three units.there was no report that the needle was bent. There have been two or three similar incidents where the drug solution stopped coming out during injections.